Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to recurring infection. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent a revision surgery to clean the area under general anesthesia on (B)(6) 2025. The implanted device remains.